Event description:
The patient had a pump refill on (B)(6) 2015 and at that time he was having ¿the shakes¿. On the date of this report, a cap (catheter access port) dye study was being done. The cap study was successful; the catheter was functioning properly. On interrogation, the logs showed multiple motor stalls, tube sets, and motor stall recoveries starting on (B)(6) 2015 with subsequent events on (B)(6). The patient was being supplemented with oral baclofen; the patient had started on the oral baclofen 5 weeks prior to (B)(6) 2015. The pump was replaced. The device system was delivering baclofen. One of the patient¿s guardians thought that prior to the patient having baclofen in the pump that the pump was ¿being filled with a drug cocktail¿; it was ¿some mixture that was topped off with morphine", but the physician would not say what was in it. The guardian was told that the drug crystallized in the pump which caused it to malfunction. The new pump had baclofen in it and the patient was doing significantly better. The patient was much calmer now that he had a new pump with just baclofen in it.

Manufacturer narrative:
Concomitant medical reports: product ID: 8711, lot# j10891r11, implanted: 2001-(B)(6), product type: catheter. (B)(4).